Manufacturer narrative:
This report is being supplemented to provide additional information based on the user cds practices (please see b5), third-party testing (please see b6) and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer regarding the cleaning disinfection and sterilization (cds) practices of the subject device where: - bed side cleaning was noted as normal.. - water tank cleaning was noted as normal. - leak test was noted as normal. - auto cleaning was noted as normal. - an oer-aw endoscopic reprocessor was used and last sterilized 11apr2023. - the date of last water filter changed was 31mar2023. - the disinfectant used was weigao peroxyacetic acid at the recommended value for 20 minutes. - implementation of alcohol spray was as per the instruction. - it was noted that the user facility follow's the instructions for use (IFU).

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The device evaluation found the adhesive on the plastic distal end cover was damaged. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis lucera duodenovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.